Event description:
It was reported by the user site that prior to a selenia dimensions mammography system procedure on (B)(6) 2026, the device experienced a left switch malfunction during operation. No user or patient injuries were reported. A hologic field service engineer was dispatched to investigate the device and confirmed the problem as a left switch malfunction and replaced the gantry control switch. An operation test was performed and passed, and the system was confirmed to be operating according to manufacturer specifications. No further information is currently available.